Manufacturer narrative:
Method: = device not returned. It is unknown if the device is available for return and evaluation; however, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. There are many factors that could result in the need to explant and replace a valve, the most common of which is regurgitation. These complications can have many root causes, including but not limited to patient factors, (age, disease states, comorbidities), pharmacological factors, or procedure factors. It is typically not related to product malfunction. Although there are multiple root causes, valves are typically explanted because they are not functioning optimally. In this case, despite repeated attempts to get additional information and return of the device for evaluation, no response has been received. Without return of the device or a response from the health care provider, we are unable to investigate into the root cause for this event. If new information becomes available, a supplemental report will be submitted. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported via the implant patient registry that a 23mm aortic pericardial valve was explanted from a sixty-six (66) year-old male patient after an implant duration of two (2) years, four (4) months and one (1) day and was replaced with a model 3300tfx 21mm aortic pericardial valve. The reason for explant remains unknown.